Event description:
It was reported that during a device check in september 2020 for this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, threshold and sensing tests revealed low amplitude p-waves and ra noise with oversensing. A device check in january 2021 revealed farfield signal oversensing. Additional information received reported that this ICD emitted beep tones due to reaching explant indicator on (B)(6) 2023. Continued ra noise with oversensing was noted, and ra lead evaluation was recommended. Subsequently, this ICD was explanted and replaced due to normal battery depletion (nbd). The other manufacturer's ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a device check in (B)(6) 2020 for this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, threshold and sensing tests revealed low amplitude p-waves and ra noise with oversensing. A device check in (B)(6) 2021 revealed farfield signal oversensing. Additional information received reported that this ICD emitted beep tones due to reaching explant indicator on (B)(6) 2023. Continued ra noise with oversensing was noted, and ra lead evaluation was recommended. Subsequently, this ICD was explanted and replaced due to normal battery depletion (nbd). The other manufacturer's ra lead remains in service. No adverse patient effects were reported.